Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2021, the patient lost consciousness due to hypoglycemia. The patient¿s wife called 911. The patient cannot recall the cgm or bg meter values for this event (as this occurred 2 years ago). When the paramedics arrived, he was treated with jam, sugar cubes, and a banana. The patient recovered after the treatment. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.